Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this lead exhibited high impedance out of range. Reasonable evidence suggests the allegation could be possible attributed to lead fracture. No adverse patient effects.

Manufacturer narrative:
The reported failure code high impedance was changed to shock impedance out range. At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high voltage out of range impedance. Reasonable evidence suggests the allegation could be posible attributed to lead fracture. No adverse patient effects.